Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the systems universal surgical manipulator (usm) 2 faulted with error 319. The customer called in to report the usm2 faulting and then disabled it. The customer also stated that they attempted to power-cycle the system, but the same issue came back. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed an error 307, along with an error 319, for the axes controller carriage (acc) board. The tse asked the customer if they were able to use the system as a three (3) arm setup and push the usm2 out of the way. The customer stated that they needed all four (4) arms. The tse then asked if they were able to bring in another patient side cart (psc). The customer confirmed and swapped out the psc. The customer connected the psc successfully and the site proceeded with the case. The customer requested an isi field service engineer (fse) as soon as possible to discuss maintenance. The procedure was converted to another da vinci. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted the error(s): 307 and 319. The fse replaced the systems universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa installed and tested the unit on an in-house system and it failed normal mode, as it triggered error(s) 319. The unit failed on the patient side cart fixture test platform (pftp), as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was re-installed and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Fa noted the root cause was attributed to a component failure.